Event description:
A malfunction was reported by the customer, though specific details or error codes were not noted. There was no reported impact on the customer's blood glucose level. No further information was available.